Event description:
Increase in the lead impedance and the capture threshold was observed as a result of a lead fracture. The lead was explanted.

Manufacturer narrative:
The electrical characteristics of the lead were found to be normal. The lead impedance was normal. Visual analysis noted an outer insulation abrasion at 25.5 cm from the connector. The svc cable insulations under this abraded area were normal. The lead abrasion found is consistent with that produced by friction with the ICD can.

Manufacturer narrative:
Na